Manufacturer narrative:
Device has not been returned to the manufacturer; therefore, product evaluation is not possible. A review of the device history records for this lot number did not identify any related non-conformances. Unable to determine the cause of the event.

Event description:
It was reported that the center screw on the crosslink implant was broken during the tightening phase. Although the implant was used in surgery, no patient complications were reported.